Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at the time of incident and 274 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous insulin drip. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.